Event description:
The user reported that a sensor intensity error occurred on p02. As a result, an alternate device was employed for the procedure. The user also reported that the optical surface on the monitor was cleaned and there have been no further problems. There were no reported adverse consequences to a patient as a result of this event.